Event description:
It was reported that the scale markings were missing from the barrel of the bd syringe luer-lok¿ tip.

Manufacturer narrative:
Investigation summary: three shelf cartons were received, confirmed to be from batch #8095855 (p/n 302995). A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: some have been opened and contained partial product count. Each syringe inside the cartons was visually evaluated for the presence of scale markings. 410 syringes had no defects, while 52 were found to have missing print. The missing print varied from partial scale markings on most affected syringes to entire barrels being blank in a few. Root cause description: potential root cause for the missing print defect is associated with the marking process. Rationale: no corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings were missing from the barrel of the bd syringe luer-lok¿ tip.